Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose as well as reservoir had big air bubbles. Customer had high blood glucose of 400 mg/dl. Customer stated that the insulin pump had insulin flow blocked alarm. Customer confirmed that she had big air bubbles on the reservoir. Customer confirmed that she changed the reservoir. The reservoir will not be returned for analysis.